Event description:
It was reported that the device delivered an inappropriate shock for an atrial tachyarrhythmia. The patient's medication was increased as a result and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).